Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left forearm. A 6.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.